Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used enlite sensors and performed visual inspection and found 1 of 2 sensors with cannula broken, broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. One remaining sensor performed bicarbonate buffer test per dop114-830. Sensor passed per spec with accurate readings. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone that the insulin pump alarm sensor error, calibration error and had bent sensor cannula. Customer's blood glucose at time of incident was 64 mg/dl.